Event description:
It was reported that during a training of the da vinci system, the synchroseal instrument showed weakness in the coating of the tips, tearing and loosening little by little as used. During training, this coating came off completely and it was not possible to apply energy. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of dislodged jaw cover to be related to the customer reported complaint. The instrument was found to have a dislodged jaw cover. The jaw cover was completely torn off and not returned. The size of the missing piece measured roughly 0.249" x 0.590" in size. This failure is typically associated with mishandling/misuse. Additional observations not reported by the site were also identified. Upon visual inspection, the instrument was found to have thermal damage on the cut electrode located on the bottom jaw of the grip set. The instrument was tested for electrical continuity and passed. The instrument was placed and driven on an in-house system. The instrument passed the recognition an engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, all 9 jaw ceramic dots were present at the tips. A review of logs showed no failures.